Manufacturer narrative:
The information provided in pt weight was incorrect with the initial report. The correct information has been provided with this report. Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify bad battery alarm due to motor error alarm. No audio beep anomaly noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error before bolus delivery. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer's parent also reported that the customer had experienced a high blood glucose of 500 mg/dl while at school and treated with insulin pump. Customer went to see the school nurse for assistance on the insulin delivery. The school nurse stated that customer was given a 7 units of insulin at 12:09 pm and was to get a correction of 5 units and the insulin pump only delivered 3 units. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.